Event description:
It was reported that during deep brain stimulation (dbs) stage 2, the straw from the tunneling tool became caught in tissue during the tunneling process and led to bleeding. Due to deformation and loss of function of the outer sheath, the tunneling process could not be completed with the initial product. During the event, the sheath catching within the tissue was associated with increased resistance and resulted in notable bleeding at the tunneling site. Hemostasis was achieved intraoperatively. The tunneling device was replaced with a new unit, which functioned as intended and allowed successful completion of the procedure. The patient tolerated the remainder of the procedure well and is expected to recover without complications. The device was discarded at the facility and will not be returned to boston scientific for analysis.

Manufacturer narrative:
Block d2b: additional applicable product code: nhl. The device was discarded at the facility and not returned for analysis; therefore, a technical analysis could not be performed. Media inspection confirmed the damage of the straw from the tunneling tool. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with its use: injury to areas next to the implant, such as blood vessels, nerves, the chest wall, and the brain and intracranial hemorrhage (which can lead to stroke, paralysis, or death). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.